Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the remote control button malfunction. Based on the result, we concluded that it was caused due to the physical damage applied on the remote control button. In addition, we confirmed that segment crushed; however, it is not the main cause, and/or irrelevant to the alleged complaint.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable.

Event description:
A symptom that the remote button no. 1 does not work well occurs during the pre-use inspection. Since it occurred before use, there is no health hazard to patients and medical staff. This event occurred at the time of before use. There was no report of patient harm.